Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected error test. The stop current and run current measurement tests are within specification. The pump also passed off no power alarm test and dat test at 0.08755 inches. The no delivery alarm functions properly during the basic occlusion test. No unexpected no delivery alarm noted during testing. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 571 mg/dl. The customer's current blood glucose is 512 mg/dl. The customer stated that they visited to emergency room. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump less than 48 hours prior to the hospitalization. The customer also stated that the insulin pump had a no delivery alarm. The drive support cap was flush. The product will be returned for analysis.